Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the lens broke inside the eye. The product is not available for return to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of lens breakage in this case. Our review of production records for the rayone aspheric rao600c batch 060156833 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. Rayner has not received any other incidents, of any type, against the rayone aspheric rao600c batch 060156833.

Event description:
On 7th october 2021, rayner intraocular lenses limited received notification from its sudan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was found to be broken inside the eye.